Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension- upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation- upn: (B)(4), model: sc-4318, batch: (B)(4).

Event description:
It was reported that the patient was experiencing high impedance. The patient underwent a procedure wherein the paddle lead and anchors were replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-8416-70 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected. Sc-3138-35 sn: (B)(6). The returned lead extension was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected. Sc-3138-35 sn: (B)(6). The returned lead extension was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was experiencing high impedance. The patient underwent a procedure wherein the paddle lead and anchors were replaced and the patient was doing well postoperatively.